Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high ketones and an elevated blood glucose (bg) level of 573 m/dl with an unknown cause. The customer went to the emergency room (ER) where IV fluids were administered. Reportedly, the customer declined IV insulin as the pump was still in use. The customer was released from the ER after 5 hours feeling tired and with a bg of 200 mg/dl.